Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pe6361, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a uterine fibroid procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/03/2020. Corrected information: b1, h1: additional information was received that this event is a duplicate of another event. This medwatch report 2210968-2020-03226 is therefore being voided.